Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During device testing by biomed, the lifeband does not retract on the autopulse platform (serial #(B)(4). Stiff rotation of the driveshaft on the autopulse platform. No patient involvement. Please see the following related MFR report: MFR 3010617000-2020-00955 for the platform.